Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-01566. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the system is unable to boot up. It is unknown if the device was in clinical use at the time of the event. No patient harm was reported.